Manufacturer narrative:
The check valve was replaced. After replacing the check valve the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a technician at the hospital noticed this when checking the operation. When performing a tightness test, it sometimes gives ng. The same is true even if the circuit is replaced or something. No patient involvement as it occurred during service.